Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "the report from hospital say: on (B)(6) 2024, staff members from the intensive care medicine department of (B)(6) hospital were unable to start the treatment mode of the ventilator during self check when it was turned on. The device reported an error, indicating a system time error and inability to use it normally. They later notified the engineer to visit the site for inspection. After inspection, it was found that the lithium battery inside the device could not be charged, resulting in data loss on the motherboard after shutdown and requiring replacement of the lithium battery." (2) no patient involvement.